Manufacturer narrative:
Section a: hospital policy prohibits the release of the information therefore patient age/dob and weight will not be provided. Manufacture¿s investigation conclusion: the reported event of the patient's controller unable to communicate with the heartmate touch tablet was confirmed via testing of the returned controller. The heartmate 3 system controller (serial number (B)(6) was returned and evaluated at abbott. During the evaluation, the system controller was connected to a mock circulatory loop and the reported event was confirmed when the controller was not establishing communication. Circuit analysis of the controller main printed circuit board (pcb) revealed that pin 7 of the integrated circuit (ic) chip u9 was measuring approximately half of the intended voltage while the controller was connected to power. The voltage coming into the component was as intended; however, pin 7 measured irregularly. The component was replaced with a known working ic and the reported event resolved. A log file was downloaded once the communication was restored and the system controller was able to operate on a mock loop for an extended period of time without any issues or alarms active. The downloaded controller event log file from the returned controller contained relevant events spanning approximately 9 days (B)(6) 2023 per the timestamp). Additional events were captured on (B)(6) 2023; however, this data is consistent with data captured while the controller was returned at abbott. The additional data that was captured overwrote data prior to the reported event. The system controller clock was reset to the default date and time following the event of (B)(6) 2023 at 7:44:51; however, this occurred while the backup battery was removed from the control controller ER to troubleshoot the communication issue. There were no notable atypical alarms active in the log file that indicated the communication issue affected pump operation. The root cause of the reported event was determined to be an electrically compromised integrated circuit chip; however, the root cause of how it became electrically compromised could not be conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller was unable to connect to the heartmate touch. The screen continued to say "please connect the controller to the power module to continue". The heartmate touch, power module, patient cable and bluetooth connector were all exchanged and the problem did not resolve. There was no damage seen on the system controller and no alarms. The system controller was exchanged and the new controller was able to connect to the heartmate touch. The patient tolerated the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.